Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a single pacing impedance measurement greater than 2,000 ohms. Since, measurements have ranged between 1,700 and 1,800 ohms. All other diagnostics were within an acceptable range. Boston scientific technical services (ts) discussed the option of continued monitoring. No adverse patient effects were reported.